Event description:
A medtronic rep reported that navigation was 10 mm inaccurate inferiorly when placing the probes four vertebrae away from spine reference frame after the first navigated spin was taken. However, when the surgeon placed the probe on the vertebra where the reference frame was placed navigation was accurate. Another spin showed they were accurate with all instruments except the fixed angle screwdriver. They only took two spins for navigation and then took fluoroscopy for deformity correction. Final images showed all screws in proper position. Surgery was successfully completed using navigation and there were no pt complications.

Manufacturer narrative:
After placing hardware and manipulating the vertebrae the reference frame had likely moved in relationship to the anatomy when the spin was first taken. IFU suggests that the reference frame be placed on each vertebrae as it is being worked on to provide optimal accuracy. During this scenario, the surgeon was inaccurate on vertebrae four levels away from where the reference frame was placed.